Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the device was put through extensive testing and the reported malfunction could not be duplicated with the device. The device was recertified and returned to the customer. The battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately reboot/reset itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.